Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air in the patient line during drain 4 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm on the homechoice (hc) during drain 4 of 4. The technical service representative (tsr) had home patient (hp) move around, twist transfer set 5 times, and take all tape off. The drain volume was not moving. Hp reported the patient line was full of air. Hp stated she had not disconnected. Tsr assisted hp to end therapy so could then do a manual bag. Product surveillance followed up with the hp on (B)(6) 2010 in regards to reported event of air in the patient line on (B)(6) 2010. The hp reportedly had no idea why there was air in the patient line. The hp reported she had primed the lines correctly and had not disconnected. The supplies were discarded and the lot number was unknown.

Manufacturer narrative:
(B)(4).